Event description:
It was reported the pt is without stimulation because all programs are auto-reducing. The sjm representative interrogated the system and all contacts are invalid. The physician plans surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.